Event description:
The customer reported to baxter (B)(4) one (1) unit of bolsa de eva 1000ml in which the blue closure separated from the bag during filling. No patient involvement, medical intervention or injury were reported. A sample is available for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An eva bag was sent in for an evaluation and a visual inspection displayed a closure blue tip separated which confirmed the problem. The assembly process of the eva bag's component is made (B)(4). The cause of this occurrence is related to an operational failure during the assembly process because through the sample evaluation, it was observed that the closure blue tip was assembled incorrectly. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.